Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.0, lab: 2.2. Therapeutic range 2-3. Nurse had tech perform test and received inr 7.2 with this lot. (Tech used alcohol and wiped the first drop of blood). Retested with new strips (lot info not provided) and good technique and obtained valid result. (Inr 0.9).

Manufacturer narrative:
Investigation pending.